Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of years ago. Implant date: a couple of years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14442781/14442781.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.